Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause investigation of the device would be necessary. Re-implantation is considered but no date has been scheduled so far.

Event description:
Reportedly, the hearing performance with the device got suddenly affected. Re-implantation is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the hearing performance with the device was suddenly affected. The parents reported that about 2 weeks ago the user hit his head on a closing car door and the user was no longer able to hear with the device. Prior to this event the user could hear well. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the hearing performance with the device got suddenly affected.